Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump overheated while on a charging pad, leading to screen delamination and separation from the pump enclosure, and the user temporarily secured the screen with tape and continued use. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, no need for medical intervention, and no interruption of diabetes therapy beyond device replacement logistics. The device was returned for evaluation. The complaint was confirmed. The device was received with the display assembly disconnected from the housing. Investigation of this case was determined to likely be caused by improper assembly during manufacturing with no evidence of a systemic device malfunction.